Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: visual inspection of the returned device performed at customer quality (cq) revealed heavily worn teeth on both ends of the device, however no broken areas were seen under 5x magnification. Manufacturing record evaluation: the returned device was manufactured in 1996 and is over 22 years old. No ncrs were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation conclusion: the visual inspection revealed that the returned 22+ year old device shows evidence of end of life/wear indicators such as damage due to use which has resulted in the observed condition. Per guidance provided in windchill document #0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. This complaint for broken is not confirmed however the device is heavily worn. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part# 312.151, lot# a4fn615, manufacturing location: synthes exton, released to warehouse date: 30oct1996. No ncrs were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an orthopedic procedure. During the procedure, the tip of the double drill guide (1.1mm end) broke off. There was no surgical delay. The procedure was successfully completed with no patient consequence. This report is for one (1) 2.0mm/1.1mm double drill sleeve this is report 1 of 1 for complaint (B)(4).